Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm also, unable to verify e70 alarm due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there was a motor position encoder alarm in the alarm history. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.